Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the plastic tip on the distal end of the monopolar curved scissor (mcs) instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the plastic tip on distal end broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed and failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of broken tube adapter to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited a broken piece measuring roughly 0.056" x 0.098" in length that was not return with the instrument. The damage resulted in the mcs tip being unable to be installed securely into the tube adapter. The complaint regarding the plastic tip on distal end of mcs broke was confirmed by fa.